Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 05/28/2015 with the following findings: the battery cap was able to fully tighten and the battery compartment was intact. Call service 052 and 054 errors were observed in the pump's black box on (B)(6) 2015. A pump reboot event was observed in the attempt of clearing the call service 052 error. The pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. A "no power or cs 054" event was not duplicated during investigation. There was evidence of moisture contamination inside pump on the transceiver board. Unrelated to the initial allegation, the display screen was dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had no power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.